Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown with blood glucose of 800 mg/dl. The customer¿s other blood glucose level was 557 mg/dl. Customer were not using insulin pump because not yet set. Walk through programming his new pump. Transferred settings from the old pump to new pump. The insulin pump will not be returned for analysis.